Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results confirmed that one supplier was received with the tube detached from the handle and tip sheared off, the collagen plug was already deployed. A corrective action has been initiated to address the root cause of the findings. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a breast biopsy, the tissue marker would not deploy. Changed markers and completed the case with no consequence to the patient.